Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2023-05974. It was reported that the patient was experiencing loss of therapy and tingling around the ipg site at high amplitudes. X-ray revealed that the drg lead had migrated and the drg lead extension was broken. As a result, the patient may undergo surgical intervention to address the issue.